Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a hub stuck in serter on the insulin pump. The customer's blood glucose level was unknown mg/dl. The troubleshooting was performed. The customer was advised to press pressure on serter and let it rest on body and attempt button push again. The customer reported that sensor is inside serter. The customer was advised to let him try inserting sensor first withouth applying pressure and customer did and advised that the sensor inserted just fine. The customer was advised that the replacement sensor where being sent.